Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and passed. Functional testing was performed and there was no failure detected related to the complaint. The reported allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the pt reported their receiver is not saving data. No product or data was provided for evaluation. The complaint confirmation could not be determined. A probable cause could not be determined. No additional patient or event information is available.